Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "the machine automatically shuts down during use" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the machine automatically shuts down many times during use. After removing the catheter, it was discontinued. There was no report of patient complications, serious injury or death. After repeated testing by the simulator for 4 hours, the pump was returned to service.

Event description:
It was reported that the machine automatically shuts down many times during use. After removing the catheter, it was discontinued. There was no report of patient complications, serious injury or death. After repeated testing by the simulator for 4 hours, the pump was returned to service.

Manufacturer narrative:
(B)(4).